Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 250cc mentor smooth round moderate profile on the left side, and with a 225cc mentor smooth round moderate profile on the right side and experienced bilateral breast implant deflations and bilateral capsular contracture; baker grade unknown postoperatively. As a result, patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2014 this medwatch report is for the patient¿s left-sided device.